Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
A specific root cause could not be identified. The most typical root cause for a discrepant high result is a carryover in the sipper flow or measuring cell. The field service representative performed all recommended checks and found the analyzer working within specification. The issue has not occurred again.

Event description:
The customer reported erroneous high results for 2 patient samples tested for total (free + complexed) psa - prostate-specific antigen (tpsa) - total psa. On (B)(6) 2015, patient sample 1 was tested for total psa on the e601 analyzer with a result of 3.760 ng/ml. The sample was repeated on the same analyzer with a result of 0.80 ng/ml. The sample was repeated on an e411 analyzer and the result was 0.877 ng/ml. It is not known if the erroneous result was reported outside of the laboratory. On (B)(6) 2015, patient sample 2 (date of birth, gender, and weight not provided) was tested for total psa on the e601 analyzer with a result of 0.140 ng/ml. The sample was repeated on an e411 analyzer and the result was 0.006 ng/ml. It is not known if the erroneous result was reported outside of the laboratory. No adverse events were reported for either patient. The total psa reagent lot number and expiration date was requested but not provided. The customer cleaned and replaced multiple analyzer parts. Channel 2 of the e601 analyzer has been used for the measurements and the customer believes that the measuring cell of channel 2 has something to do with the erroneous results. On (B)(6) 2015, the customer changed the measurement channel from channel 2 to channel 1.